Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient fainted and fell and had no recollection of what happened. The patient didn't notice what her receiver was doing prior the incident. Her husband came to her aid, and when he saw her lying on the floor, he called the paramedics. The paramedics came and checked her glucose via her bg meter and it was 40mg/dl while the receiver egv was 200mg/dl. She recalls that the paramedics administered IV drip. The patient was then taken to the hospital the same day around 1pm. She can't remember if there was any medication given to her at the hospital. She stayed at the hospital for 2 days. The patient is currently fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.